Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead helix would not extend in the body upon attempted implant. The patient was noted as having tortuous anatomy. It was also reported that when attempting to extend the lead helix outside of the body, the lead helix still would not extend. A different lead was implanted. No patient complications have been reported as a result of this event.